Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced hyperglycemia and insulin pump received multiple no delivery alarms. The customer¿s blood glucose level at time of incident was 600 mg/dl and 300 mg/dl. The customer was treated with manual injections and bolus deliveries. The customer also reported positive results in ketones, nausea and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer also reported insulin exited. Customer states that there are air bubbles along the tubing, but that they are champagne size that are clumped together to look like a large one. The insulin pump and the reservoir will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was stated that the customer did not provide information regarding automode was active or inactive on the insulin pump.